Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported by the biomedical engineer that on (B)(6) 2013, the patient underwent a pump exchange from on lvad to another lvad due to thrombus.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. Additional information was received indicating that after the pump exchange, the patient experienced complications and expired on (B)(6) 2013 of multi system organ failure. The patient had cancer, bled a lot, and chemotherapy had been postponed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.